Manufacturer narrative:
Visual inspection of the returned autopulse platform ((B)(4)) confirms the cracked encoder cover. As part of the routine testing, the device was functionally tested and displayed a user advisory (ua) 27 (encoder fault (>3000 rpm)) error messages on the user control panel. The root cause is due to a defective power distribution board.

Event description:
The autopulse platform was returned for service. As part of routine service during testing, the platform was evaluated and during initial power up, revealed a user advisory (ua) 27 (encoder fault (>3000 rpm)) error message.